Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized. The patient was treated with vancomycin injection (1 gram, once in 4 days and route not reported) and amikacin injection (125 mg, once daily and route not reported) for peritonitis. Five days later, pd catheter was removed and the patient was switched to hemodialysis thrice a week. Re-catheterization was planned for after one month only. Hospitalization w was ongoing. At the time of this report, antibiotic treatment was discontinued and the patient has recovered from the event. No additional information is available.